Manufacturer narrative:
(B)(4).

Event description:
During the implantation procedure of the subject pacemaker - after having connected the leads - the device did not properly stimulate both chambers. Leads were disconnected and tests were performed through an external analyzer (psa), confirming proper functioning of the leads. Leads were cleaned and reconnected to the pacemaker, which was programmed to different settings (vvi mode at 80min-1, and ddd mode at 80min-1). Impedance tests revealed normal values on the ventricular lead, and high impedance (>3000 ohm) on the atrial lead. At this point, the pacemaker was still not pacing (in both chambers). The physician decided to use another device (kora 100 dr) which immediately stimulated properly.

Manufacturer narrative:
UDI: (B)(4).

Event description:
During the implantation procedure of the subject pacemaker - after having connected the leads - the device did not properly stimulate both chambers. Leads were disconnected and tests were performed through an external analyzer (psa), confirming proper functioning of the leads. Leads were cleaned and reconnected to the pacemaker, which was programmed to different settings (vvi mode at 80min-1, and ddd mode at 80min-1). Impedance tests revealed normal values on the ventricular lead, and high impedance (>3000 ohm) on the atrial lead. At this point, the pacemaker was still not pacing (in both chambers). The physician decided to use another device (kora 100 dr) which immediately stimulated properly.